Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 525cc breast implant, catalog number 3501685, serial number (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure with saline mentor smooth round moderate profile 525cc breast implants and experienced deflation on the right breast implant. It was reported that patient experienced spontaneous rupture one week prior to confirmation of deflation by the healthcare professional on (B)(6) 2017. Left breast implant was not affected. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 550cc breast implants on (B)(6) 2017. The patient has experienced no complications after the surgery. The patient was not hospitalized.

Manufacturer narrative:
On 06/13/18, it was reported to mentor that device evaluation and investigation have been on 06/13/18 and not on 06/11/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately 1 cm located on the anterior aspect and rent b measured approx. 0.2 cm near to rent b. Also, was noticed a crease on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of both rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/10/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/20/18, it was reported to mentor that the device history record ( DHR) of lot number 256077 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).